Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the photographs, lid stock packaging and one used plastic syringe that was filled with fluid and debris floating in the barrel was observed. The reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Per the manufacturers' investigation, based on the color and shape of the particle in the drawn syringe, it was assumed that it was caused by piercing the vial. This also suggests that these particles were found in different syringe sizes produced on different lines. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, debris in 3cc and 5cc syringes.